Event description:
It was reported that during the procedure, the physician struggle to get the needle into the fat space, the physician completed final hydrodissection in final needle position at midgland. Aspiration was negative and he attached the kit, when started the injection after a few seconds the physician stopped the injection, because it was told that there was hydrogel filling the space, he mentioned that feel resistance, then the hydrogel clogged. The case was aborted without patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Additional information: block e1 initial reporter information has been updated. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf impacted code f1001 captures the reportable event of absence of treatment.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf impacted code f1001 captures the reportable event of absence of treatment.

Event description:
It was reported that during the procedure, the physician struggled to place the needle into the fat space. The physician completed final hydrodissection and aspiration of the saline into the perirectal space was negative for blood. The kit was attached, and after a few seconds of injection, the physician stopped. The physician noted that there was resistance. And no hydrogel was placed due to the device clogging. The case was aborted without patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status is unknown.